Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer lost consciousness and injured his head. The reported blood glucose reading was 184 mg/dl at the time of the report. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. Nothing further was reported.